Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos were received and evaluated. Each photo showed a strip of two packaged 10ml syringes. Some slight tearing was seen on the left package. Towards the top of the two connected packages evidence of poor separation and bottom web stretching was visible. The observed condition was non-conforming per product specification. Potential root cause for the poor perforations defect is associated with the packaging process. It is likely a dull slitter or lack of pressure applied to the slitter contributed to the observed defect. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported syringe 10ml ll s/c 200 had poor perforation, causing the neighboring packaging to be opened as well. The following information was provided by the initial reporter: "it has been brought to my attention this morning that our anesthesia dept. Is experiencing issues with packaging of the 10ml syringes. As the team member attempts to rip off a single syringe, the lack of perforations causes the packaging to destroy the neighboring syringe."